Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that pt did not know how the stimulator got turned off. They were not provided an answer from their physician as to how the stimulation was turning off by itself.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt was charging their ins and the controller went blank/unresponsive this morning. During the call, the pt reset the controller and the controller responded. Pt saw a green light blinking on the controller when the controller was plugged into the ac power supply and li battery pack was installed. Pt then unlocked their controller and the controller connected wirelessly. Pt got "battery low: recharge your implanted device soon." Pt successfully initiated a charging session of their ins with a recharge quality of "excellent." Controller charge was 100 and ins charge was low. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient (pt). It was reported that pt said they called with a problem last thursday and they were only able to get the ins to charge for 30 minutes then it quit again; the pt had 50% on the controller when it quit when recharging the ins. Pt said the controller was dead and it did not take a charge; after the weekend it now said memory problem. Pt thought the controller was a piece of junk and thought it needed to be replaced. No symptoms were reported. A replacement controller was sent out. Additional information was received from a patient (pt). It was reported that they had received the replacement controller. The pt explained this morning when they got up their stimulator was off but it was on last night at 10:30. Pt said it was off 3 other times this morning adding they had recently taken the battery pack out / reinstalled it. Pt woke up idle screen w/ increase button saying the screen was reading 'stimulation off'. Pt described seeing on screen stimulation on / stimulation off and it was in the off position. Patient services (pss) walked pt through turning therapy on with stim on/off button with pt confirming they could then feel it was on. Pt verified they do not touch this button ever. Pt would later state they can not always feel when it is on. Pss reviewed the implantable neurostimulator (ins) stimulation would automatically shut off once the ins battery depletes to under 30% and that they would have to turn the stimulation back on manually after recharging the ins. Pt provided current battery levels: ptm 100% ins 90 %. Pt said they had been waiting for replacement 4-5 days and could feel therapy as soon as they had charged the ins. Pss redirected the pt to their healthcare provider (hcp) if issue persist. Pt said they had not talked with hcp in several years. Pss reviewed best practices for recharging/maintaining battery levels. Pt stated they were were totally confused questioning if there was a problem with the replacement controller they received. Pss reviewed a faulty controller would not cause stimulation to turn off.